Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 12, 2013. Based on qa assessment, the product met specifications at the time of release. The footswitch was examined and the reported event was confirmed. There was debris near the broken footswitch heel. The company representative replaced the heel and cleaned the debris away, to resolve the issue. The footswitch was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on january 22, 2013. The root cause of the reported event can be attributed to the nonconforming heels. However, how or when the heel became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ultrasound is not working properly prior to a procedure. When the device was turned on a system message appeared. The footswitch was examined and found to have a broken and stuck at the bottom heel switch. The case was completed. There was no patient involvement.